Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) failed to detect the suk air trap and did not go into the standby mode was confirmed during the functional testing. Technical investigation revealed that the traces of saline noted inside the air trap holder of the thermogard system as the root cause of the reported complaint. The possible cause for the saline traces was an overflow of saline into the air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. However, there was no recent previous event found for a leaking suk associated with this thermogard system. No physical damage was observed on the thermogard system during the visual inspection. The event log review indicated no significant discrepancies. During the functional testing, the thermogard system failed to detect the suk air trap, confirming the reported complaint. Upon internal inspection, saline traces were noted inside the air trap holder. After cleaning and drying the air trap holder, the thermogard system passed the functional testing without issues. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During the priming phase of the ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) failed to detect the suk air trap and did not go into the standby mode. The customer used another thermogard system to continue the treatment. No further information was provided. The patient's status information was requested, but the customer did not provide a response.